Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia, seizure and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the patient began experiencing symptoms consistent with hypoglycemia and performed a fingerstick blood glucose (fsbg) test, which resulted in a reading of 62 mg/dl. At the same time, her cgm displayed a value of 131 mg/dl. The patient confirmed this was the first fingerstick test performed after symptom onset. Shortly after noting the discrepancy between the fingerstick and cgm values, the patient lost consciousness and experienced seizure activity while lying in bed. She remained unconscious for approximately 12 to 15 minutes. No injuries were sustained, as the event occurred while she was in bed. The patient¿s spouse contacted emergency medical services. The patient was unable to recall the blood glucose value obtained by paramedics or the cgm readings at that time. Due to her altered mental status, including disorientation and decreased consciousness, she was transported to the hospital for further evaluation and treatment. At some point during the emergency response and/or hospital stay, the patient was treated with nasal glucagon, oral glucose tablets, gummies, and food and drink. She remained in the emergency department for less than 24 hours before being discharged. During a follow-up call on 03/18/2026, the patient alleged that the readings between her dexcom cgm device and her fingerstick blood glucose test differed by more than 50 mg/dl. However, she was unable to recall the exact values, as she reported being barely conscious at the time of the event. At follow-up, the patient stated that she was feeling better overall, though she continued to experience mild fatigue. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. There was a difference in readings of 50 points. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.